Manufacturer narrative:
Review of instrument images: crrs 4, lot k251 crrid ID, lot 125 crrid extend ii, lot dp040cell 1= 0 cell 14= 1+ (jka +/jkb -) cell 11=1+ (jka+/jkb-)cell 2= 0 all other cells negative reactions all other cells negative reactionscell 3= 2+ int= poscell 4= 0int= posreview of manual tube testing results showed that all testing resulted negative. Instrument is operating as expected.

Event description:
Customer reported a transfusion reaction. The patient was transfused with 2 units of jka positive rbc's. The patient sample had been previously tested with capture-r ready screen 4 (crrs 4) and capture-r ready ID (crrid) on the galileo and showed inconsistent reactions for anti-jka. Customer then tested the sample by manual tube method and ruled out any antibodies. A manual crossmatch assay was performed and donors units were found to be compatible. Patient is having a transfusion reaction after receiving the units of jka positive blood. Customer received patient history form a sister hospital. Patient has a history of anti-jka. The customer's initial complaint of inconsistent (unexpected positive) reactions with crrs 4 was actually a true confirmation of the patient's history of an antibody.